Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission in backup vvi mode. The patient had experienced pocket stimulation. After a software download, the device resumed normal function. The patient was stable and would be followed normally.